Event description:
During a left shoulder arthroscopy procedure, the tip of a smith and nephew twist drill broke off into the patient's shoulder (broken off into the bone and recessed into the glenoid). The malfunction was immediately detected by the scrub tech. The surgeon attempted to withdraw the broken tip from the shoulder, but discovered it was anchored tightly. The surgeon decided the broken piece would cause no harm to the patient. Diagnosis or reason for use: l shoulder arthroscopy surgery.